Event description:
It was reported that there were high impedance readings one week after implant. Some of the bipolar pairs and the unipolar pair indicated high impedance values greater than 4000 ohms. Everything that included the 0 contact showed greater than 4000 ohms when tested at 1.5v. The patient was using program 2: 1-/3+ at 0.5v. All four programs were checked, and any programs using contact 0 were replaced. The nurse switched to program 1 which used 0/3 and increased stimulation up to 2.9v, and the patient did not feel anything. At the time of report, it was noted it was too soon to tell whether the patient was getting results. The nurse was concerned about the lead, however she will first try programming and see how the patient does. The patient is scheduled for unrelated surgery in three weeks, and, if necessary, lead replacement would be possible at that time. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0e611, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).